Event description:
Had 2 anchors (arthrex inc corkscrew ii fiberwire 5.5mm 16.3mm 2 2 full thread anchor suture ar1928sf-2) placed to reattach my right ham[invalid] the wound healed. However, over the next 18 months I continued to experience pain and developed a lump that was warm to touch. MRI and further testing showed a staph lugdenensis infection. It was irrigated and debrided on (B)(6) 2025. It is now (B)(6) 2026 and I believe the infection has recurred. Patient codes: 1994, 1930. Device code: 4001. Reference report: mw5183000.